Event description:
Per the end user, there is a red rash to the peristomal skin under the tape collar. Normal wear time is 4 days, with rash the wear time is reduced to 1 day. Cleans with liquid soap and shaves with a safety razor. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.